Event description:
It was reported that the patient faced three infusion set cannulas detached event on 05 apr 2026.

Manufacturer narrative:
Initial 2 of 3. Name: abbvie inc address 1 north waukegan road city north chicago state illinois zip code 60064. Based on the available information, this event is deemed to be a malfunction. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.